Event description:
Event description: patient on esprit ventilator for 7 days. Patient was taken to the or for tracheotomy and returned to the ICU and placed back on the ventilator. External battery low indicator was present on the ventilator while it was plugged into ac outlet. Ventilator stopped functioning, alarms sounded- patient taken off the ventilator and manually bagged until placed on a replacement ventilator at. No harm to patient. Patient on following ventilator settings: .30 CPAP 5 ps 5. What was the original intended procedure? Patient on ventilator. Device usage problem: device malfunction- that is, the device did not do what it was supposed to do. Device usage problem: d.

Manufacturer narrative:
Received mandatory medwatch report from user facility. No repair information available.

Manufacturer narrative:
Out of warranty, no request for manufacturers service. (B)(4): out of warranty, no request for mnf serv.

Event description:
The hospital patient safety coordinator reported the following information from hospital clinical engineering: on (B)(6) 2012, the device was put into service mode and checked for faults. It was noted the unit had depleted backup battery diagnostic code. The unit was plugged in and run on ac power. The unit was also run on backup battery power for a few minutes. During run-in there were no faults or alarms. The battery was charged over the weekend. The unit was then powered on and a performance verification test was completed which passed. The unit ran for 20 minutes on backup battery and then alarmed due to battery depleted. The unit was plugged into ac power and powered back on with settings prior to shut down. No faults were found during testing and the unit was returned to the respiratory therapy department. There was no further information provided by the hospital.

Event description:
Medwatch report received (B)(6) 2012. Hospital patient safety coordinator reported the following: event description should read "ventilator stopped functioning, alarms sounded- patient taken off the ventilator and manually bagged untill placed on a replacement ventilator." The ac outlet was checked by facilities and reported to be in working order. It is unknown what action was taken with the ventilator. An inquiry will be made and reported back to the manufacturer.